Manufacturer narrative:
G07001 - part/component/sub-assembly term not applicable 1 x zebd-7-10 of lot number c1540965 involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. This file is linked to pr311290, pr311291, pr317990 to capture user error occurred in this procedure. These files are also linked to pr317906 to capture investigation of the negative comment made by the physician. Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: prior to distribution all zebd-7-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. Review of the manufacturing records for zebd-7-10 of lot number c1540965 did not reveal any discrepancies that could have contributed to this complaint issue. It is to be noted that the review of relevant manufacturing records, confirms the failure mode (user error) has previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1540965. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user.¿ the instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is being submitted as the investigation has been completed.

Manufacturer narrative:
Investigation is underway.

Event description:
The physician used the reported zebd-7-10 as usual, but the guide wire did not go through the stent. Then, he checked it and found it was kinked. The second and third zebd-7-10 had the same issue. A stock zebd-7-10, the forth one, was used without a problem. No adverse events to the patient were reported. Sales rep's comment the part of kink is possibly the pig-tailed part. Please indicate where the device was stored prior to use. A stock (4th of zebd-7-10) was used instead. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Visiglide2/olympus. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? (Unknown). If yes please indicate the procedure performed. Was the wire guide inspected for damage prior to use? (Unknown) was the device at the centre of the complaint inspected for damage prior to use? (Yes). Did the patient involved exhibit altered anatomy or tortuous anatomy? If not with the device in question, how was the procedure finished? A stock (4th of zebd-7-10) was used instead. Was a straightener used to straighten the stent? (Yes). For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? (Unknown).